Manufacturer narrative:
Literature citation: brent roster, md et al. Salvage of infected inbone total ankle replacement. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, per roster and lian in "salvage of infected inbone total ankle replacement", it was reported that the patient underwent debridement and synovectomy for impingement after tar. The patient has diabetes mellitus. Forty-one months post op the patient had the inbone explanted and was treated for an infection during a 6 week regiment with IV daptomycin. Two months later the patient had inbone re-implanted with success.